Event description:
It was reported that an extravasation was identified resulting in additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. During the procedure, the physician was unable to cross the lesion with the wire, and upon contrast injection an extravasation was identified. The physician elected to convert the procedure to a carotid endarterectomy (cea).